Manufacturer narrative:
(B)(4). Device evaluation: one used unit was received by baxter for evaluation containing approximately 30ml of fluid in the housing which suggested leak must have occurred. Examination of the device showed no signs of rupture on the bladder; however, the film-wrap was discovered missing which indicated the root cause of leak in the housing. No other observation was found. The root cause of the misassembled device was due to operator error (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) infusor lv5 device was observed leaking from within the housing of the device after filling with normal saline. There is no patient involvement. No additional information is available.